Manufacturer narrative:
Return testing was not completed as returns were not available. Review of complaint trending reports did not identify any adverse trends for the architect total b-hcg reagent lot. Manufacturing documentation for the reagent lot did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue was sufficiently addressed. A testing protocol was executed using in house retained samples of reagent lot 01177ui00. All validity and acceptance criteria were met. A review of the product quality history for the lot number using search of the corrective and preventative actions system did not identify issues for the likely cause lot. No product deficiency was identified.

Manufacturer narrative:
Patient identifier does not contain enough spaces. The entire ID is (B)(6). An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated a false positive architect total bhcg of 49.58 miu/ml on a patient ID (B)(6) who repeated negative. No impact to patient management was reported.